Event description:
It was reported while using bd maxzero¿ needle-free valve disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: client reports that on more than one occasion there has been a disconnection of the line (serum/perfusor drop) from the maxzero connector. Impact: loss of medicine (analgesic).

Manufacturer narrative:
A mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22015613. As part of the investigation, the customer provided a video of the affected sample; analysis of the video identified that the mz1000 product became disconnected from an unknown infusion set which had a luer lock connection. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015613 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.